Event description:
Caller reported damage to the pump housing and usb port, which affected their ability to charge the pump, though the pump had not shut down due to the issue. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.